Event description:
It was reported that a boston scientific mesh device was used during a procedure performed on an unknown date. The patient has experienced an unspecified injury. Additional details regarding this event were not provided.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf patient code e2401 captures the reportable event of an unspecified personal injury. Imdrf impact code f12 has been used to capture the event of a possible rejection.